Event description:
As reported by the edwards field clinical specialist, a left external iliac dissection occurred during the transcatheter aortic valve replacement (tavr) procedure. Left femoral percutaneous access was obtained, and pre-closed with a 10fr prostar device. The 24fr sheath was advanced with slight difficulty, and was removed with no difficulty. Angiogram of the left femoral/iliac system revealed a slight non flow limiting dissection in the left external iliac. It was decided to place a cordis 6x22 peripheral balloon in the left iliac and inflate for 5 minutes. Post inflation angiogram revealed a patent iliac/femoral vessel. Closure was then done with the prostar device yielding a good result. The patient was extubated and transferred to the ICU in stable condition. Additional investigation revealed the following: the minimum luminal diameter of the access site was 7.0 mm, and the minimum luminal diameter of the vessel at the location of the dissection was 7.0 mm. The vessel was described as mildly calcified and mildly tortuous. Nothing abnormal was noticed about the sheath or dilators before or after use. Per report, the sheath did not malfunction.

Manufacturer narrative:
The device is not available for evaluation as it was discarded by the site. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The minimum required vessel diameter for a 22 fr sheath is 7 mm. In this case, the access vessel¿s minimum luminal diameter was 7.0 mm, and the vessels were noted to be mildly calcified and mildly tortuous. The root cause for the reported dissection cannot be confirmed. However, it is possible that the borderline size of the vessel in combination with mild calcification and mild tortuosity contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no corrective or preventative actions are required.